Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by implant patient registry, approximately 7 years and 6 months post tavr procedure with a 23mm sapien xt valve in the aortic position the patient had a valve in valve procedure due to unknown reasons. A 23mm sapien 3 ultra valve was implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on medical record review. The following sections of this report have been updated: additional information: b.1, b.7, g.3 and g.6 correction: b.5 (updated with additional information received from medical records), h.6 clinical code (corrected the code to 4446) and device code (corrected the code to 1153). The investigation is ongoing.

Event description:
As reported by implant patient registry, approximately 7 years and 6 months post tavr procedure with a 23mm sapien xt valve in the aortic position the patient had a valve in valve procedure due to unknown reasons. A 23mm sapien 3 ultra valve was implanted. Per medical records review, the patient has history of valve-in-valve (viv) tavr with a 23mm sapien xt valve in 21/23 surgical perceval tissue valve. Approximately 7 years and 6 months post viv tavr, the patient presented with complains of ongoing dyspnea, orthopnea, and fatigue that has been escalating for the past few weeks to months. Workup done revealed aortic stenosis. Per the CT scan: postsurgical changes of perceval sutureless aortic valve replacement with no evidence of perivalvular leak or hypoattenuated leaflet thickening; however there is subtle calcification of the valve leaflets as above as can be seen in aortic stenosis. The patient was deemed high risk for repeat savr and thus a valve-in-valve-in-valve (viviv) tavr procedure was successfully performed with a 23mm sapien 3 valve. The implant was a success with no pvl and a mean gradient of 8 mm hg. Post-op tee with well seated valve and no abnormalities. Post op information did not list any tavr related complications. The patient was discharged home in stable condition on post-operative day 1.

Event description:
Per review of additional medical records received, the patient reports progressive heart failure symptoms. A tee performed a month prior had shown severe prosthetic valve stenosis. The xt valve was reported to have a mean gradient of 29 mmhg, aortic valve area of 0.75 cm2 with low flow gradient severe aortic stenosis, the leaflets are thickened with restricted mobility of the left cusp leaflet and mild intravalvular aortic regurgitation. The patient was deemed to be high risk for surgical avr and a repeat tavr procedure was recommended. Per the tavr op report, the patient underwent a successful tavr viviv procedure with a 23mm sapien 3 ultra. Post deployment the valve was post-dilated for better expansion. A tte showed good position and no aortic insufficiency, mean gradient was 15.46 mmhg. There were no procedural complications.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on medical record review. The following sections of this report have been updated: additional information b.5, g.3, g.6 , and h.2. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: h6, h10. The device was not accessible for evaluation. As the device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. A review of edwards lifesciences risk management documentation was performed for this case. In this case, the device under investigation had been implanted for more than 5 years (implanted on (B)(6) 2015). There is no evidence of a design and/or manufacturing deficiency contributing to the reported event, additional assessment of the failure mode is not required at this time. The complaint for valve degeneration was confirmed from medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals also revealed no deficiencies. A review of the device history review (DHR) did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per medical record, patient had hyperlipidemia and diabetes mellitus. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. Diabetes mellitus is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes mellitus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.